Event description:
One hour after successful stenting in the carotid artery, the patinet became symptomatic. The patient receieved a second reintervention of the target vessel due to the fact that an occlusion of the acculink stent was suspected. The patient was transferred to the intensive care unit and died on the same day. It was not clear if the symptoms were caused by spasm, thrombus, occlusion of the stent.